Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-parastomal hernia surgery, as was noted by computed tomography scan, recurrence was noted from the broken part about six cm in the center of the mesh. Hernia repair was performed by using another mesh without removing the broken mesh. Patient was discharged from the hospital and the progress was under observation.